Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not beeping. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had low battery alarm. Customer was not calling back within 1 week after previously completing low battery troubleshooting. Customer stated that when they was sleeping they doesn't seem to hear it clearly and it will vibrate. Troubleshooting was performed for beep anomaly. Advised customer to adjust the audio volume to 1, press save, and listen for the beep. Customer reported they did hear beeps when audio volume settings were saved. Customer reported they did hear the differences between the two audio beep volumes 1 and 5. Advised customer to adjust audio volume. Advised customer to monitor pump. The insulin pump will be returned for analysis.